Manufacturer narrative:
5787062 bd has determined that a portion of the products were packaged and marked incorrectly, specifically: catalog number gl11, lot number d22xbb may be marked, packaged, and labeled as catalog number gl31, lot number d22xbb - catalog number gl31, lot number d22xbb may be marked, packaged, and labeled as catalog number gl11, lot number d22xbb. Investigation of returned complaint devices led to an investigation by the manufacturer, resulting in confirmation of a partial product mix for each lot. Voluntary recall, v. Mueller¿ graves vaginal speculum and pederson vaginal specula with bd recall number: bdsur# 1423507-02/16/2023-002-c .

Event description:
Material# gl11 batch# d22xbb verbatim: customer received the wrong item in the correct packaging. They received pedersen speculum inside a graves medium (gl11). Po 24040016336. Bd has determined that a portion of the products were packaged and marked incorrectly, specifically: catalog number gl11, lot number d22xbb may be marked, packaged, and labeled as catalog number gl31, lot number d22xbb - catalog number gl31, lot number d22xbb may be marked, packaged, and labeled as catalog number gl11, lot number d22xbb. Investigation of returned complaint devices led to an investigation by the manufacturer, resulting in confirmation of a partial product mix for each lot. Voluntary recall, v. Mueller¿ graves vaginal speculum and pederson vaginal specula with bd recall number: bdsur# 1423507-02/16/2023-002-c